Event description:
Complainant alleged that during a routine shift check by a 34 year old male nurse. The nurse received an unintended delivery of energy while discharging the paddles at 100 joules. The complainant reported that the nurse depressed the discharge buttons on the device paddles with his forefingers when he received the unintended delivery of energy. There was no info on how the nurse was holding the remainder of his fingers or his hands when the shock occurred. The complainant indicated that the nurse underwent an EKG after the reported shock occurred and that the results of the EKG were normal. The nurse had no listing ill effects from the alleged shock. There was no pt involvement in the reported malfunction.

Manufacturer narrative:
The complainant indicated that the device was evaluated by the complainants biomedical engineering department, and that they were unable to duplicate the alleged malfunction. The complainant further indicated that the facility was aware that the nurse who rec'e the reported unintended delivery of energy had placed his fingers contrary to the written instructions in the pd 1200 operator's manual. Please reference the attached copy of page 40 from the pd1200 operator's guide.